Manufacturer narrative:
Results evals codes (other): investigation: the returned unit functionally tested and the report of leakage was confirmed. The cuff was inflated and leakage started immediately after air infusion. It was noted upon testing that the leakage was found to originate from a long scratch with a tear of approx 5.0mm in the cuff. A review of our complaints history confirmed this to be the first complaint for the lot number identified. Though, there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during MFR. A further review of mfg records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: it is unclear whether the device was tested prior to use in accordance with the product instruction leaflet, however, as all tracheal tubes are tested as above prior to packaging, and based upon the damage found, we feel the most likely cause for this incident is that the cuff became damaged during insertion of the cuff during intubation, or following inflation. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. This report has been logged for trending.